Event description:
This report is based on information provided by philips field service engineers (fses), remote service engineer (rse) personnel, and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating a failed operational test. The device was not in clinical use when the issue was discovered, and there were no reported patient impacts or injuries. The fse assessed the equipment and confirmed test failures. No troubleshooting was conducted since the fse determined that the device had reached its end-of-life (eol). Unfortunately, repair was not possible due to the unavailability of parts, and as a result, no further service could be provided for the heartstart mrx defibrillator. Since troubleshooting was not conducted on the device, the cause of the reported issue could not be established. As a result, the reported problem was not confirmed. The device has reached its end-of-life (eol) and remains at the customer's site. The investigation concludes that no further action is necessary at this time. If additional information is received, the complaint file will be reopened.